Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump. It was reported that the patient had increased lower back pain. An increase in sc fentanyl by 50mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient denied relief. An increase in sc fentanyl by 80mcg and an increase bolus dosing by 5mcg each and addition of 1 bolus was made. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to not have pain relief. An increase in bolus dosing by 10mcg each and the addition of 2 bolus options totaling 10 per day. Additional information received from the healthcare provider via a clinical study indicated that a catheter access port (cap) contrast study was abnormal was detected, the catheter was sluggish and there was a possible kink just distal to the anchor.